Manufacturer narrative:
The handpiece was received at the MFR for eval. During the investigation, it was found that the blade mount is chipped. Based on the investigation details, service and maintenance was performed on the device. The handpiece was repaired and returned to the customer.

Event description:
The handpiece was returned to the MFR for service, and during the investigation, the repair team found that the blade mount is chipped. There was no pt involvement during this event. There were no adverse consequences reported as a result of this event.